Manufacturer narrative:
It has been communicated that the devices are not available for evaluation. Without these devices it is not possible for codman to conduct a proper investigation. Since lot numbers have been provided a review of the manufacturing records have been conducted and they revealed that these devices conformed to all manufacturing and quality testing/inspection specifications prior to being released to stock. If at some point any of the devices are returned for evaluation this complaint will be re-opened and investigated. Based on this evaluation no further action is required. Trends will be monitored for this and similar complaints.

Event description:
Rep reported that there was a diversion of csf to subcutaneous location near the breast. (Possible catheter migration) it was said that when the device was removed it appeared to be in full working condition. A second event pertaining to this patient is being reported in complaint (B)(4). Device is not available for investigation.

Manufacturer narrative:
It is not clear at this point if the device and/or lot information is available. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If the device is returned the complaint will be investigated and a follow up report will be filed. If lot information does becomes available and if the record review indicates that there was a non-conformity a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.